Event description:
Edwards received an email from the mother of a (B)(6) male with 25 mm pericardial aortic valve implanted approximately for six (6) years. The mother stated that the tee showed a spot that is an aneurysm at the "bottom of heart between the two heart chambers." The patient has been scheduled for a procedure in which the aneurysm in his heart will be repaired along with an avr. A non-edwards mechanical valve has been designated as the replacement device for this procedure as this will be the patient's fourth open heart surgery. On (B)(6) 2016, an echocardiogram was performed and demonstrated suggestive outpouching of the right coronary cusp of the aortic valve and suggestive perimembranous vsd. CT scan of the chest revealed a aneurysm of the aortic ouflow tract below the aortic vale prosthesis measuring approximately 2 cm projecting toward the membranous septum in to the mitral curtain.

Manufacturer narrative:
Additional information was received from the customer and the following sections were updated: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: outcomes to adverse event.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received an email from the mother of a (B)(6) male patient with an edwards bovine aortic valve implanted approximately six years. She stated that her son's valve was wearing down and he might need a redo aortic valve replacement. No other details were provided.